Event description:
It was reported that during routine follow-up of an asymptomatic patient, a noise reversion episode was noted. The noise could be reproduced with isometrics. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.